Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, the results of the investigation will be the subject of the f/u report.

Event description:
Our affiliate reports that a pt underwent an arthroscopic shoulder repair with the use of a versalok anchor for fixation in early 2008. At sometime post-op, the pt presented with pain, and it was somehow discerned that the versalok had pulled out and is in the joint space. It is not clear to us if a re-surgery for remedy has occurred or if the re-surgery for remedy has yet been scheduled. This is all of the info that has been made available to mitek at this time.